Event description:
Resident had been put to bed for the night. She was placed in a jacket restraint which zipped up the back and tied to the frame of the bed on both sides of the bed with a quick release bow. Both full length side rails were placed in an up position. Resident was yelling "come on" prior to being put to bed and ccontinued after she was in bed. Resident rounds were made per procedure. A staff member checked in on resident and approx five min later noted resident was quiet. Staff member went to check on resident and found resident with her head and arm stuck down between the bed and side rail. Staff member immediately called for help and immedialtely proceeded to dislodge the resident.